Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the monitor produced service code 204 when connected to a test belt. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The root cause of the code 204 could not be identified. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 204.